Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an occlusion alarm event on (B)(6) 2026. The occlusion was caused by kinked tubing, which led to hypoglycemia. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.